Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received a failed battery test alarm when they changed the battery. The customer's blood glucose was 164 mg/dl at the time of incident. The customer stated that the batteries were stored at room temperature. The customer stated that the contacts on the battery cap were not missing or damaged. The customer was advised that the failed battery test alarm will recur if the alarm was not cleared. A battery cap replacement has been sent. The insulin pump will not be returned for analysis.